Event description:
No pump was returned. The reported issue, tubing set error (clogged admin set) cannot be confirmed or refuted. The customer was able to run a successful test infusion with no signs of faults or errors. The pump to be returned to customer use. No further action is required. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: nurse reported: "'note from nurse on pump: "kept alarming 'tubing set problem'. Nurse restarted pump & it would not infuse. The pump was running but the volume wasn't going down. Switched same tubing to new pump & it worked fine." Injury/adverse reaction: no. Stopped active infusion: yes. A preliminary review of the logs identified the following issue: tubing set error (clogged admin set). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.